Event description:
While placing lap band inside the abdomen the band was damaged. Clarification: while placing the lap band in the abdomen the physician noticed it was damaged. The band was not implanted in the patient. The event is being reported as an out of box malfunction.